Event description:
During the premature ventricular complexes procedure, there was a delay due to magnetic sensor and display issues. The catheter was inserted into the right ventricle and during mapping, the catheter would flicker intermittently with the red icon showing a magnetic sensor error. The mode was changed from voxel to navx as the contact force vector did not display. Ablation was performed in the right ventricle successfully. It was then required to continue mapping in the aortic cusps and left ventricle. At this point, the catheter was removed and exchanged for a new catheter. Upon connecting the catheter and inserting into the aorta, another magnetic sensor issue was detected on the new catheter in voxel mode. At this point, the catheter was tried in port se2 on the amplifier with no change in error message. Next, a new case was opened, the ensite x amplifier was restarted and the ensite dws was restarted to ensure the error wasn't a software glitch. The magnetic sensor error persisted so the case continued successfully in navx mode without a contact force vector arrow. The procedure was completed successfully. There were no adverse patient events.

Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The reported event of a display and sensor issue could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.